Manufacturer narrative:
The following additional information was obtained from the customer regarding the reported event: the instrument was inspected prior to use with no abnormality identified. During the procedure, the instrument was used with the blue reload, but the instrument tip remained closed. The instrument jaws were not stuck on tissue, so the customer used another instrument to pry open the jaws. There was no bleeding. The procedure was delayed for 5 minutes with no intra or post operative complications. According to the surgeon, this event did not impact the procedure or the patient¿s health. There was no concern about procedure delay causing any long-term complications with the patient. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and the complaint regarding recognition issue was not confirmed by failure analysis. Failure analysis could not reproduce the issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 out of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument also clamped and fired as expected during testing. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation not reported by site was that the instrument was found to have a snake wrist cover torn. The tears measured roughly and 0.060" - 0.086". Visual inspection displayed no sign of missing fragments. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the sureform 60 stapler instrument was not recognized in the middle of the process and the tip remained closed. There was no allegation that the instrument tip stuck on tissue. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was continuing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the sureform 60 stapler instrument had recognition issue and the tip remained closed, an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the stapler log for the sureform 60 stapler instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: logs show pn 480460-09, ln l91220530-0031 was installed on the system 5x and fired 4 reloads (4 blue). On installs 1 through 4, clamping was successful and firing was completed with no pauses for compression in each case. On the 5th install there were 9 clamp attempts that were all aborted by the user at various completion percentages. Completion percentages ranged from ~43% to ~66% completion. All subsequent unclamps were shown as complete per the logs. There were no incomplete clamps or firing failures for this instrument, and there were no errors related to this instrument in the msc logs. The instrument was not used in the procedure again. Next, logs show pn 480460-09, ln l91220530-0323 was installed on the system 2x and fired 2 reloads (2 blue). There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. On each install there was a successful clamp followed by a successful firing with no pauses for compression. There were no errors related to this instrument in the msc logs. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform stapler instrument tip remained closed. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.